Event description:
While turning the stopcock on an arterial line to draw blood, a nurse's glove ripped resulting in exposure to possible blood-born pathogens. The nurse required screening and follow-up for the exposure.